Manufacturer narrative:
Minor leakage was reported during the injection process. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a needle without a plastic shield attached to a syringe, with an arrow indicating the syringe's luer lock area. No additional information could be obtained from the photograph. A review of the device history record (DHR) was completed for material number: 305109, lot: 3347580. The review did not identify any quality issues during the production of this lot that could be associated with the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the limited information available from the photograph, the reported symptom could not be confirmed. In the absence of a physical sample, a probable root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle 27x1/2 rb had leakage. The following information was provided by the initial reporter: material#: 305109, batch#: 3347580. Rcc received a complaint via email. Bd item: 305109 and 309658. Based on client provided information, although the connection between the syringe and needle was confirmed by both site staff and the participant prior to administration, minor leakage (approximately three drops) was observed during injection. No leakage was detected during syringe inversion before use, and no visible damage to the syringe or needle was reported. The leakage might be attributable to factors such as micro-tolerance at the luer connection, any design issue. ¿during self-injection by the participant, under observation by site personnel, approximately three drops of investigational product (ip) were observed leaking from the connection point between the syringe and the syringe tip. Kindly see enclosed documentation for the spot where leakage occurred. Per local site practice and in accordance with biohazard safety, the syringe was disposed after use.¿ customer response on (B)(6) 2025. Xxx was reported on 09-16-2025, that on (B)(6) 2025, xxx received a high-priority (critical) clinical complaint from clinical site#: (B)(4) in singapore regarding an issue with leakage between the needle and syringe connection point.